Event description:
The surgeon reported that the pt was implanted with an alloclassic head and a cerasul gamma inset neutral in his hip (which side not reported) in (B)(6) 2004. On (B)(6) 2011, without external blunt injury or other uncharacteristic incident, the ceramic head broke. The pt had to under revision surgery on (B)(6) 2011. The pt was implanted with products from a different manufacturer. Notes: complaint re-opened on (B)(6) 2013. As part of a corrective action which was initiated on the 21st of october 2013 (see (B)(4)), this complaint has been reported to FDA retrospectively.

Manufacturer narrative:
The products have been received and investigated. No adverse trend has been identified for this issue. The quality records indicated that these components met all requirements to perform as intended. Secondary metal transfer were found on the fragment as a result of the contact with metal part after the primary fracture event. Primary metal transfer were also found on the bore surface. The primary fractured surfaces was identified but the region of fracture origin could not be determined due to the mentioned secondary damages. Furthermore, stripe wear could indicate an edge-loading situation or a subluxation. The density of the ball head was analyzed and found to be according to the specifications valid at time of production. Based on the results and the given information, no indication of any pre-existing material defect was identified. As a result, we were not able to determine an exact root cause for this issue. At this time we consider this event closed. However, we will continue to monitor and trend for similar reported events. (B)(4).